Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an adc device. It is unknown whether the customer noted a trend arrow on the device. The symptoms experienced by the customer were unknown. The customer was unable to self-treat. The customer had a contact with a healthcare professional (hcp). Upon arrival, the customer blood glucose levels were measured and was noted as 252 mg/dl on the hcp meter and received unknown treatment for the reported product issue. There was no report of death or permanent impairment associated with this event.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an adc device. It is unknown whether the customer noted a trend arrow on the device. The symptoms experienced by the customer were unknown. The customer was unable to self-treat. The customer had a contact with a healthcare professional (hcp). Upon arrival, the customer blood glucose levels were measured and was noted as 252 mg/dl on the hcp meter and received unknown treatment for the reported product issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 ( primary UDI number) was updated based on returned product download. This serves also a correction report. Section d1 (brand name) was incorrectly documented in initial report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.